Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. The account reported that the patient presented to the emergency room on (B)(6) 2021, with bleeding from their driveline exit site. The driveline dressing was saturated with blood and was changed. The patient had no further bleeding, their hemoglobin and hematocrit were stable, and no blood transfusions were required. The patient remains ongoing on ventricular assist device (vad) support. Review of the available device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event resolved without sequelae on (B)(6) 2021.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2021 for lvad driveline bleed. The driveline dressing was saturated with blood and changed. The patient has not had any more bleeding since then. Hemoglobin and hematocrit was stable and no transfusions were needed. Patient was given vitamin k.